Event description:
The customer reported that the insulin gauge on their pump displayed an incorrect fill estimate, showing a static value of 80 units even though insulin was being delivered. After contacting technical support, it was determined that this issue occurred due to a large variance in the measured pressures, and once the actual insulin remaining matched the static number, the display would read accurately. The customer was informed and understood the explanation. There was no adverse impact on the customer's blood glucose level. It was further discovered that the customer had not been following the correct load technique. Although they were advised to update the pump software, they stated they were unable to do so and, due to a lack of trust in the pump, requested a replacement. A customer support agent recommended and approved a pump replacement, which was carried out. The customer was instructed to return the faulty pump and received guidance on programming their settings on the new pump.